Event description:
Approximately 2 months prior, the drug concentration was incorrectly programmed to 400 mcg/ml; it should have been 480 mcg/ml with a programmed dose of 208.49 mcg/day. A bridge bolus was not performed. With the pump containing 480 mcg/ml at the programmed dose, the patient was actually getting 250.18 mcg/day. They reprogrammed the pump to reflect what was actually being delivered to the patient. The patient had no signs or symptoms related to the event. The patient outcome was "no injury". The device system was delivering fentanyl.

Manufacturer narrative:
Product ID, 8840 lot#, product type programmer, physician product ID, 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).